Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the buttons were sticking and not springing back or clicking as usual. The pt denied that the device was exposed to moisture. She claimed that the keypad was intact.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.